Manufacturer narrative:
The product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker and right ventricular (rv) lead system presented in clinic for dizziness. The system exhibited high, out of range, pacing lead impedance measurement and loss of capture (loc) during testing. Pauses greater than two seconds were observed. Hence, a lead fracture was suspected. Subsequently, this patient underwent a surgical intervention where this lead was surgically abandoned. No additional adverse patient effects were reported. The lead is no longer in service. However, the device is still in service.